Event description:
It was reported that the patient presented four days post-implant with localized nonpleuritic chest wall pain. Image showed the lead to be in the rib area. The lead was repositioned to the right ventricular septum without any adverse effect. No further information available.

Manufacturer narrative:
Na